Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported experiencing a "mild" seizure, however there was no report of third-party treatment. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor results of 2.9 mmol/l, 3.2 mmol/l, and 2.9 mmol/l were compared to built-in meter readings of 5.3 mmol/l, 5.3 mmol/l, and 6.5 mmol/l respectively. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.